Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46-48 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Reportedly, tandem technical support (cts) transferred the customer to dexcom for further assistance. No additional patient or event information was available.